Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to lens but foreign material on lens surface (dried and discolored material). (B)(4). No code available: secondary surgical intervention, repositioning, lens exchange. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo implantable collamer lens, -15.0/+3.0/61 diopter, in the patient's right eye (od) on (B)(6) 2015 and the patient experienced lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2016 but the repositioning did not resolve the problem. The lens was exchanged on (B)(6) 2016 for a longer lens of a similar diopter and the problem was resolved. Patient's post-op uncorrected visual acuity on (B)(6) 2016 was 20/20.